Event description:
Boston scientific received info that the pt implanted with this right atrial (ra) lead exhibited symptoms of twiddler's syndrome, resulting in the dislodgement of the lead. This lead was explanted and successfully replaced with another lead. There were no adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The deformation of the fixation helix occurred most likely during the explantation procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.